Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after trying to reload a cartridge without knowing how much insulin was left in the cartridge. Customer could not confirm if the cartridge had more than 95 units of insulin. The customer's blood glucose level was 88 mg/dl. Customer loaded a new cartridge to resolve the issue.